Event description:
It is reported that when the surgeon peeled off the tyvek of the outer sterilized packaging, the inner tyvek also came off.

Manufacturer narrative:
Eval summary: previously addressed issue. As returned, the corner of the inner tyvek lid is sealed in the outer seal. Investigation concluded that the inner tyvek lid is longer than the inner cavity so, the customer can easily open the product. It is likely that the packaging operator did not fold the tyvek lid over properly while inserting into the outer cavity. Corrective/preventative actions taken was that the procedure was updated to include instructions to "fold over" inner cavity tyvek lid while inserting into outer cavity. Also, the spring-loaded pins of the carrier trays were improved in order to maintain alignment of lid stock during machine cycling. The inner seal integrity was not compromised and patient risk is minimal. The manufactured lot was fully distributed without any further reports of this kind and appears to be an isolated instance.